Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic evaluation revealed that the returned guide catheter was kinked, compressed at multiple locations. The braided wire was protruding out of the catheter tubing; in addition, the catheter outer shaft was broken at the kinked site. No functional examination could be performed due to the observed damage to the device. Information available indicated that no issue was observed during unpacking of the device; however, based on the result of the investigations, it is probable that the compressed and kinked shaft occurred during unpacking. The compressive force at the kinked site consequently caused the braid to protrude through the guidewire distal tip. Therefore, based on all available information and device analysis handling damage was assigned to this investigation.

Event description:
Analysis of the returned device revealed that the subject device was broken at the kinked section of the outer shaft. The patient was not affected by the event, as the issue was noted prior to use.